Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer had not used the pump for an undisclosed period of time. When customer resumed using the pump, a malfunction alarm appeared on the pump screen. Customer allowed the pump battery to fully deplete and enter storage mode. Customer turned the pump back on and the malfunction alarm was no longer present. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.